Event description:
Customer commented on saalt's (B)(6) that her iud was dislodged while using her cup. Saalt followed up and asked the customer to email them to learn more. The customer followed up with saalt on (B)(6) 2020 and noted that they had used their cup for about 2-3 cycles before it was dislodged. The customer had previously used another brand of menstrual cups prior to using the saalt cup. They noted that they had not spoken with their medical provider prior to using their cup with their iud, but they noted that their iud strings were cut short. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."